Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings and was struggling with glucose control. The customer's blood glucose was 169 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that her blood glucose was 193 and sensor glucose was 125 mg/dl at the time of call. The customer stated that she received 2 calibration error alarms and a change sensor alarm. The customer was advised to reach out to her health care professional for additional insulin pump adjustments. The customer declined to be transferred to help line. The sensor will not be returned for analysis.